Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Streamer es-j tears off inside the lead when trying to remove it from the sentus lead (!) (After successful positioning of the lead in a suitable target vein) action taken (what has been done?): the entire lead has to be removed again and was replaced by a new combination (lead + ptca).

Event description:
Streamer es-j tears off inside the lead when trying to remove it from the sentus lead (after successful positioning of the lead in a suitable target vein) action taken (what has been done?): the entire lead has to be removed again and was replaced by a new combination (lead + ptca).

Manufacturer narrative:
Complaint investigation completed as part of this report.